Event description:
It was reported that a xience v 3.0x18mm stent delivery system (sds) was used to directly stent a lesion in the moderately tortuous, moderately calcified, concentric, 75% stenosed de novo lesion in the proximal left anterior descending coronary artery (lad). After the xience v stent was implanted, an occlusion occurred in a de novo lesion in the first diagonal branch of the distal lad. Reportedly, the occlusion was not a dissection or a thrombus. An attempt was made to advance a mini trek rx 2.0x8mm balloon dilatation catheter (bdc) through the implanted xience v stent to treat the occlusion. The mini trek rx was advanced partially through the stent struts but would not cross the stent to reach the distal lad. There was no resistance noted on advancement or removal of the device from the anatomy. After the mini trek rx was withdrawn, it was noted that the distal tip was found to be flared/torn (collapsed) but remained in one piece. A new trek 1.5x15mm bdc was used to successfully treat the occlusion and blood flow was restored. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of occlusion is listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It was reported that the xience v was implanted via direct-stenting (no pre-dilatation). It should be noted that the IFU (warnings section) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.